Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the lead implantation procedure, the lead was tested several times and the lead impedance was higher. Another lead was used and the parameters were found to be normal. The procedure was completed successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.